Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing, and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 12dec2012 to present date 30dec2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported alarm - error codes / messages. Error 241.4140, error 245.3020. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages. Error 241.4140, error 245.3020. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower pressure sensor assy for error code 240.4140, ail sensor assy for error code 245.3020,upper pressure sensor assy for occlusion failure. Rear case housing assy crack upper well and iui connector assy corrosion. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/12/2012 to present date 12/30/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the lower pressure sensor causing error code 240.4150. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #ca-2014-0284 for ail.

Event description:
The customer reported alarm - error codes / messages. Error 241.4140, error 245.3020. There was no patient involvement.